Event description:
It was reported to philips that the system did not work during a procedure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the restart of the system. A philips field service engineer (fse) contacted the customer and confirmed that the issue was solved after restarting the system. The reason for the malfunction was that the system was not turned off for a long period of time, causing the software to crash. After the restart of the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected. The catalog item identifier, product UDI and the manufacture date have been updated.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the restart of the system. A philips field service engineer (fse) contacted the customer and confirmed that the issue was solved after restarting the system. The reason for the malfunction was that the system was not turned off for a long period of time, causing the software to crash. After the restart of the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.